Event description:
A system operator reports the laser stopped firing during a procedure. The surgery was aborted, the shot pattern was re-loaded and the surgeon was able to complete the surgery without further issue. The system operator reported the surgeon was satisfied with the patient's outcome and the pt was not harmed or injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008, in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of this injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the field service engineer (fse) was dispatched to the site to evaluate the laser. The fse could not duplicate the laser not firing, however, he identified the event through a review of the surgery database. The fse replaced the laser electronics as a preventative measure and performed a system verification. The returned part was installed in a test system and the electronics were run for a full day and never stopped firing. The reported issue could not be duplicated by manufacturing. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.